Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during port assembly, the guidewire was allegedly found damaged, elongated, and lost flexibility. It was further reported that another port kit was used and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one guidewire was returned for evaluation along with other various kit components. Blood and residue were noted on the returned sample. It was noted that the outer coil wire of the guidewire was stretched proximal to the j-tip and the distal end of an inner core wire was protruding from this section of the wire. Based on these findings, the investigation is confirmed for the reported guidewire damage, specifically a frayed guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include insertion technique and retraction against the introducer needle bevel. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during port assembly, the guidewire was allegedly found damaged, elongated, and lost flexibility. It was further reported that another port kit was used and the procedure was completed. There was no reported patient injury.